Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device didn't diagnose a ventricular tachycardia episode. Patient had syncopal episode. Programming changes were made. No further information was available.